Event description:
Account reports they have obtained elevated results for several tests including bun, co2, cholesterol and alt. When repeated, the results were normal. The field service representative found that the valves were leaking on the c probe and repaired the analyzer by replacing all the valves.